Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this leads wires reportedly came out. The lead was not used and is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed kinked coils at approximately 35 degrees, as well as, an insulation puncture hole 2.6 cm, from the tip. During analysis, a wire was inserted into the lead body to ensure ease of passage; no lumen blockages were observed. The observed lead damages were likely induced during attempted implant. No further testing was performed.